Event description:
Reporter indicated that a vns pt "dropped her magnet in the toilet and it no longer works". Attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.